Event description:
On (B)(6) 2025 the patient reported they do not know what was done with the device after it was replaced. On (B)(6) 2025 the rep provided clarification stating the last ins replacement the pt had was on (B)(6) 2024. The ins that were replaced was a restore device and it was replaced due to doctor's discretion. The explanted ins was discarded by the facility on (B)(6) 2024. On (B)(6) 2025 the rep provided additional information confirming that when the pt reported that the stimulation was not going off when they would lay down and it was taking a long time to shut off at night was due to the patient's adaptivestim settings on their current device. The adaptivestim was adjusted, which resolved that issue. The rep stated that according to the pt, they had seen a neurosurgeon in regard to their increased pain who evaluated the pt and suggested surgery. The rep did not know if the increased pain started before or after the replacement on (B)(6) 2024.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that when they lay down their stimulation doesn't go off. Patient mentioned they turn the stimulation down and then turns the stimulation up when they need it. Patient stated that they turn their stimulation down to when they can't feel it and then turn it up until they need it. Patient mentioned that they had to go to the doctor's office for nausea after the surgery and that they were sent home with a prescription. Agent had the patient unlock their controller and patient noted that group b had only 1 program. Agent confirmed patient doesn't have adaptive stimulation. Agent instructed patient to check the menu and patient confirmed the check position feature was darkened. Agent reviewed adaptive stimulation. Agent sent an email to the local reps for further assistance to reach out to the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the consumer reported that the replacement did not happen. The patient noted that their legs and back had gotten a lot worse, but it was working better. Patient reported the battery was replaced with new device. Patient stated it is working better but takes a long time to shut off at night however it is working correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.